Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 488 mg/dl. Customer stated that the insulin pump was expose to moisture. Customer stated that they removed the cartridge it leaked out all over the inside of the insulin pump. Customer stated there was fluid in the reservoir compartment. The customer stated that the auto mode was not active. The customer was treated with manual injection. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No moisture damage or leaks found inside reservoir compartment.